Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative, it was unknown what the cause of the headache and ¿legs bothered her¿ symptoms. The cause of the volume discrepancies, alarm issue, and motor stall were unknown. As a diagnostic for the volume discrepancies, alarm issue, motor stall and for the "legs bothered her" symptom the pump was refilled normally and updated. The logs were checked later in the week and the alarms were played for the patient. The pump was working normally. The volume discrepancies, alarm issue, motor stall resolved. The "legs bother her" symptom also resolved. The volume discrepancy data was not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-02-15 (rep) e1, e2: additional information was received from the company representative, the date the volume discrepancy was noticed was (B)(6) 2023. Expected volume: 13.8ml and actual volume: 18ml.

Event description:
Information was received from the company representative via consumer (con) regarding the patient receiving baclofen (dosage/concentration was not available). The indication for use was for intractable spasticity. It was reported that the company representative stated the healthcare provider (hcp) was seeing motor stall message and that pump had been stalled for 744 hours when doing a refill on 2023-01-30. The pump apparently recovered by the time they were done with the refill. The patient did have a magnetic resonance imaging MRI but stated it was two weeks before the refill versus the duration suggested by the hours on the message. The company representative stated logs have not yet been read but she plans to meet with the patient on (B)(6) 2023 to see if time stamp on logs make sense or if patient had another MRI or time on pump or programmer might have been off. The company representative has interrogated the pump logs and there was a stall from 2022-12-22 to the 30th. The company representative stated the patient did not hear the pump alarm but lives alone and may not be familiar with the sounds. The odd event was that the patient did not have a MRI on 2022-dec-30 but rather on (B)(6) 2023 to (B)(6) 2023 which could not be explained since it appeared to be telemetry state because the pump recovered after it was interrogated. The pump did have a volume discrepancy. The hcp got back more than expected. The patient reported her legs bothered her and she had a headache. The dosage per day was 71 mcg/ 500 mcg/ml. The technical services explained it was hard to know the cause of this issue. The patient to be educated on alarms, the hcp was notified, pump was still recovered without issue today. The company representative was with the patient and stated that the log was read.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.